Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in south africa. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery according to the scrub nurse the dermatome was harvesting thick skin graft even when it was set to minimum. There was no patient impact, no delay, and no medical intervention. Due diligence is complete as no additional information is available.